Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (50mg/ml, unknown dose) and bupivacaine (20mg/ml, unknown dose) in an implantable pump for non-malignant pain and chronic low back pain. A critical alarm occurred; the pump began alarming over the weekend. Review of the pump logs indicated the pump was in safe state following a low battery reset on (B)(6) 2016 . There were no reported symptoms. A catheter dye study was going to be performed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.